Event description:
Customer reported an occlusion alarm. The incident necessitated a visit to the emergency room and subsequent hospitalization in the intensive care unit (ICU). The customer had a blood glucose level of 500-599 with ketones that were identified as dangerous by a health care provider. The customer was treated in the ICU with intravenous fluids of saline and insulin which successfully resolved the issue without any reported permanent damage. After being released from the hospital on (B)(6) 2026, the customer changed the infusion set and cartridge, resumed insulin therapy, and declined further assistance.